Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed pressure leak verification test. "The unit is not able to maintain pressure. Possible leaks in the valves". There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse) the customer's complaint was confirmed. The fse replaced the device's 3-way solenoid valve and proportional valve to address the issue. The system meets the specification for the performed service and is returned to use.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed pressure leak verification test. "The unit is not able to maintain pressure. Possible leaks in the valves". There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.